Event description:
It was reported that during routine follow up, the device was found to be post paced t wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made. Patient condition was fine after the event.

Manufacturer narrative:
(B)(6).